Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient had trouble with their device. It was also reported that patient had experienced return of symptoms and lack of therapeutic effect. No further complications were noted or anticipated